Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged the device is noisy; humidification reservoir opens due to machine vibration; not receiving the correct volume of air flow; humidifier is hot; sore throat; sores developing on tonsils; dizziness; cough; device will not functioning; burning/smoke/electrical odor. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported disability or permanent damage in section b2. After review it was determined that disability or permanent damage was incorrectly selected. There was no allegation of serious or permanent harm or injury.

Manufacturer narrative:
Additional information was received on feb 14, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged the device is noisy; humidification reservior opens due to machine vibration; not receiving the correct volume of air flow; humidifier is hot; sore throat; sores developing on tonsils; dizziness; cough; device will not functioning; burning/smoke/electrical odor. There was no allegation of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an inspection, the manufacturer observed an unknown dark colored contamination was present on the exterior of the top enclosure and the right-side accessory door. Dust-like contamination was observed in and around the iso port. Brown and white unknown contamination at the air input of the blower box. A dust-like and fibrous contamination was observed on the inside bottom enclosure and on the blower outlet seal. There were potential mineral deposits on the blower motor and the blower box, indicating potential water ingress. There was black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer also observed an slight dust-like contamination was observed on the blower air intake. An operational testing showed that the unit provided flow and that the pressures delivered were within specification, no unusual noise or vibration was observed during operational testing. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and manufacturer was unable to address the patient's symptoms. Sections d9, h2, h3, h6 has been updated in this report.